Event description:
According to the customer, there was an incident when using the shoulder scope pack, where after placement was found with the spinal need "the inner stilet was stuck".

Manufacturer narrative:
According to the customer, there was an incident when using the shoulder scope pack, where after placement was found with the spinal need "the inner stilet was stuck". The customer reported an additional spinal needle was required to be inserted in order to complete the procedure. The customer reported the individual made a full recovery, there was no follow-up care, and no additional intervention was required. Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.